Event description:
Additional information reported indicated that the event had been taken care of because the patient had gotten a hold of a representative and they were able to fix the issue in less than 15 minutes and the patient was very happy with the results.

Event description:
It was reported that the patient spinal cord stimulator monitor was reading power on reset (por). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).